Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 365 mg/dl and asked whether to enter a meal announcement; the agent advised against a meal announcement and recommended a supply change, after which insulin delivery was expected to bring glucose down. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included customer counseling and review of use conditions. Investigation of this case revealed no confirmed device malfunction and suggested a use-related scenario or transient management issue with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.